Manufacturer narrative:
The customer reported that their transmitter is giving incorrect readings. No harm or injury was reported.

Event description:
The customer reported that their transmitter is giving incorrect readings.